Event description:
It was reported patient had invalid impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. E1- reporter phone number: (B)(6).

Manufacturer narrative:
The report event of impedances issue was confirmed. As received, microscopic inspection and the continuity resistance testing show all internal wires was electrical opened. The cause for the event remains unknown.